Event description:
A customer called beckman coulter regarding a discrepant urine test result. According to the customer a patient had a negative [-] test result off the icon 25 hcg from the morning urine void. Ten minutes later, prior to discarding the test kit, the patient's result turned positive [+]. The patient was called back into the office the next day for a serum sample. The sample was tested for quantitative bhcg (bayer centaur) and the result was 2405 miu/ml. A depo-provera shot was given to this patient after the negative icon 25 hcg test result.